Event description:
A hospital customer reported that a spaceplabs (B)(4) anesthesia system registered tidal volumes higher than expected, displayed incorrect etco2 readings, and also exhibited co2 rebreathing.

Manufacturer narrative:
Initial testing at the customer's site found the device was operating to specification. Add'l info has been requested from the customer. At this time, we are attempting to reproduce the reported symptoms and identify the root cause. We will provide a supplemental report once our investigation is complete.